Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon ruptured. The target lesion is unk. The physician advanced a 2.5mm x 12mm apex balloon to the lesion. It was noted that the balloon would not hold contrast. The physician attempted to inflate the balloon twice and upon removal, it was noted that the balloon ruptured. There were no pt complications. Pt's status was reported as fine.

Manufacturer narrative:
(B)(4).